Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and reported event with the instrument could not be replicated nor confirmed. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and close properly. A visual internal and external inspection was performed no issues were found. Manual articulation was performed and passed. The grips were not loose. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8mm prograsp forceps instrument's jaws were loose. The surgeon reported that the instrument did not rotate well. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was installed and when the surgeon attempted to manipulate the instruments, that is when the issue occurred. There were no physical abnormalities noted with the instrument. The issue was resolved when a second prograsp was opened to the field and the ¿broken¿ prograsp was removed.